Manufacturer narrative:
The reported event of inability to communicate via bluetooth (ble) was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Event description:
It was reported the device was unable to send a remote monitoring transmission via bluetooth (ble) using the mobile transmitter. The mobile transmitter was replaced however the transmission were still unable to be sent via ble. The patient presented in clinic and technical support was contacted. Technical support recommended resetting the ble. The ble was reset and the connection to the mobile transmitter was established to resolve the event. The patient was stable.